Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Complainant reported that the filling quantity of retention balloon was 45 ml. No info was provided on the date the fecal management system was removed. No additional pt/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site, a return sample for eval is not expected. Should additional info become available a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
The following complaint was reported: after application of product for six days a pt suffered from a peri-anal pressure ulcer within 12 hours after having been positioned in bed on the body front side. It was reported that the product was removed immediately when pressure ulcer was discovered.